Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher, introducer, and implant for analysis. The implant was returned in a separate bag, detached from the pusher. The proximal end of the pusher was found to have a small kink at e3. The proximal solder joints were observed to be in good condition. The introducer was returned undamaged and within specification. The body coils on the pusher were undamaged. The strain relief was observed to be unburnt and in good condition. The monofilament was observed to still be attached at the glue joint on the pusher. The pusher's resistance was measured at 43.1 ohms, within specification, and it produced a green light in the v-grip 4-way check. The implant was stretched and lost its shape at the proximal end. The monofilament was found to be exiting the side of the implant, and the tip was indicative of a stretched tail profile. The distal end of the implant retained its shape and was in good condition. The piece of monofilament still attached to the pusher was pulled through the body coil for observation. The rebound tether length of the monofilament was .20", with a stretched tail profile. Based upon the investigation analysis and available information, the reported complaint of premature detachment is confirmed, but the investigation determined that the detachment was not caused through the function of the device. The monofilament was observed to contain a stretched tail profile on both the pusher and implant. The stretched tail profile is indicative of a tensile break of the monofilament. The root cause of the failure could not be determined from the information available. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization of the right hypogastric artery, the coil was advanced through a .035 guidewire catheter via ipsilateral access without resistance. In an attempt to reposition, the coil was pulled back into the catheter and it was observed that the coil had detached from the pusher wire. The coil and catheter were withdrawn together without injury to the patient.